Event description:
Allegedly removed during revision surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event took place in another country. This is the same report as 1043534-2009-00260, 00262.